Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2008 that a radial jaw 3 biopsy forceps device were being used on patient procedure (patient age, gender and weight unknown). According to the complainant, "the biopsy forcep would not open or close smoothly. The jaws were bent. " it was unknown whether this occurred before insertion or while in the scope. The procedure was completed with another radial jaw 3 biopsy forceps device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A review of the complaint database did not identify any other complaints for this lot. The relationship between the suspect device and the reported event is undetermined. User facility failed to return device.